Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the flixene graft has to the reported adverse events. The article concluded early access grafts were found to have no benefit over standard grafts .device not available for return.

Event description:
Received an article titled early-access upper extremity grafts offer no benefit over standard grafts in hemodialysis access published in the journal of vascular surgery. The article did a retrospective chart review of patients who received an expanded polytetrafluoroethylene avg from (B)(6) 2011 to (B)(6) 2012. Per the article adverse events included: infection, pseudoaneurysm, steal syndrome and occlusion.